Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement this complaint is being closed since after multiple email attempts to retrieve the product, the product still hasn't been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 3 similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the doctor is a skilled surgeon, he is used to vapr 3 since many years and use to handling the electrode. The 4 operations was between 20 min and two hours. The electrodes just stopped working as they clogged to death. Brown electrodes. He is using the electrodes on hips, combined w the shaver. He admits that he uses it a lot, since the operations are long. He is mainly operating the setting 280-300 w. When he had to change to electrode nr 2, he stayed w 220 w. One of the electrodes broke at 220 w as well. He just picked up a new electrode to be able to finish the operations. They are doing a test to upgrade to vapr vue but they are not sure anymore. The p50 has worked fine for many years. The clinic is using an external suction and I have attended most of the operations, except the once for the two last weeks. The procedure was completed with same like product with no delays.